Manufacturer narrative:
Of the 2 allegations of a malfunction, 1 pump was returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to damaged display with moisture. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that the one touch ping model pump experienced a damaged w/ moisture issue. These reports were received from various sources. The patients associated with this allegation ranged 176 pounds and between 19 and 56 years of age. Of the reported patients, 2 were females.

Manufacturer narrative:
Follow up #1 07/29/2017 device evaluation: in q2 2017, there were 2 instances of damaged display with moisture failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.